Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. It was confirmed that there was no evidence of a product nonconformance. The data is consistent with water quality issues leading to the discrepant results. The water purification module (wpm) was corrected and the client performed a replacement of the qgard filter assembly. Wpm tank was also emptied and refilled. System was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
One discordant, falsely elevated phosphorus and seventeen falsely elevated carbon dioxide results were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were repeated on the same instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated phosphorus and carbon dioxide results.